Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the lead, different positions were attempted. Two hours post operatively, when removed and observed outside the body, insulation layer was suspected to be damaged, and bleeding was noted. It was further reported that two hours post implant, the lead was entangled. Upon removal, blood stains were noted on the lead's insulation layer which could not be removed. It was further noted that the right atrial (ra) lead and right ventricular (rv) lead were intertwined and their movements influenced each other. One pacing lead was removed and one remains in use. No patient complications have been reported as a result of this event.